Manufacturer narrative:
Date sent to the FDA: 11/06/2024. D4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 2/28/2013. (B)(4) submitted for adverse event which occurred on 6/22/2017. (B)(4) submitted for adverse event which occurred on 1/30/2018. (B)(4) submitted for adverse event which occurred on 1/14/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent repair of epigastric ventral hernia on (B)(6) 2011 and mesh was implanted. It was reported that the patient had a repair of recurrent incisional hernia on (B)(6) 2013 during which the surgeon noted there was a small amount of omentum readily reducible. There was a small bridge of intact tissue and then a hernia at the level of the prior umbilical hernia repair. It was reported that the patient underwent resection of mesh of the ventral abdominal wall, lysis of adhesions of the omentum from the ventral wall on (B)(6) 2017. It was reported that the patient underwent repair of recurrent incarcerated ventral hernia on (B)(6) 2018. It was reported that the patient underwent open incisional hernia repair on (B)(6) 2020. It was reported that the patient experienced an unknown adverse event. No additional information was provided.